Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a keyboard was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the keyboard printed circuit board (pcb) had a dome slippage on some of the keypads, stripping back the keyboard membrane. The returned component was installed into a test ventilator for analysis and an error code was generated in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was verified the root cause was isolated to the dome keypad slippage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.